Event description:
The customer reported that their device would intermittently not power on. This was observed during an initial testing of the device and was not associated with patient use.

Manufacturer narrative:
(B)(4): the contracted third party agent evaluated the device and verified the reported failure. It was observed that the modem connected to the device had an electrical short. The electrical short in the modem caused the device to intermittently not have the ability to power on. The modem was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The device will not be returned to physio-control for evaluation.